Manufacturer narrative:
The defective boards were returned to livanova (B)(4) for further investigation. During investigation, the reported issue could be reproduced and traced back to dried fluid residuals on the motor board the root-cause for the dried fluid on the circuit board could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to faulty motor control and motor end stage boards. Both boards were replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service. Both boards have been requested for return to livanova (B)(4) for further evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that an s5 roller pump stopped and displayed an error message during priming. There was no patient involvement.